Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (300-600 mg/dl). The customer did not know the cause of the high bg. The customer delivered a bolus via the pump, administered insulin injections and changed the pump supplies to address the bg level. The customer declined tandem technical support's offer to troubleshoot to determine a possible cause of the high bg.